Manufacturer narrative:
Tracking #.49493. Ees #.981002/j. D6;h4: information not available, device not returned for analysis.

Event description:
It was reported the ems was used during an unknown procedure. It was reported by the affiliate the staples would not deliver. There was no consequence to the patient.